Event description:
About two months ago I upgraded from the medtronic minimed paradigm 530 to the medtronic minimed 670g with guardian 3 cgm and I have experienced the following concerns: decreased human factors usability, especially many more button presses for common functions. For example, reviewing last bolus time now requires 9 button presses versus 2 for the previous model. Also, menu options are not intuitive and do not reflect the order of most commonly used functions. Automode and smartguard functionality are intertwined unexpectedly. Turning off automode also turns off smartguard suspend before low (which had been enabled prior to enabling automode), disabling a key feature of the system for ensuring patient safety. These should be treated as separate functions, because it is very common to want to turn automode off but very uncommon to want to turn suspend before low off. At the very least, turning off automode should return smartguard to previous setting. The continuous glucose monitoring (cgm) system readings consistently diverge significantly from finger stick readings, even immediately after calibrating the system with a fingerstick reading. Cgm data is consistently lower than actual blood sugar, resulting in poor blood glucose management. Automode rarely results in reaching target blood glucose level, even in optimal conditions (patient fasting, sugars are stable, and cgm readings are stable). Blood glucose alarms repeat roughly every 15 seconds until cleared, leading to significant frustration because I have to drop what I¿m doing and respond immediately or keep listening to it. Non-urgent alarms (e.g. Moderately increasing blood sugar, calibrations, enter bgs) should repeat every two to five minutes to allow me to get to it when my hands are free.